Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2496, awareness date 03-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. Consumer reported when she turned (B)(6) she was given the essure option. After implantation, she had not symptoms until 8 months later. Each day she would have a hives outbreak all over her body. These hives itch and burn. Her physician stated that it would go away. After 10 weeks she saw an allergist for food allergy testing with no success. He referred her to an dermatologist for further allergy testing. The dermatologist concluded that she has a nickel allergy. Her crp (assumed as c-reactive protein) level is continually increasing and is now 17. Her stomach is constantly bloated and in pain. Her hysterectomy is scheduled for (B)(6) due the heavy bleeding, clotting, and abdominal pain. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in (B)(6) 2014 and experienced heavy bleeding and allergy symptoms. Both events are listed in essure safety information. Given the compatible temporal relationship, event nature, product profile and lack of plausible alternative explanation, causality cannot be excluded. Since a hysterectomy is scheduled for (B)(6) (surgical intervention will be required), this case is regarded as incident. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs